Manufacturer narrative:
Additional information received from the local field representative indicated that the revision procedure has not yet been scheduled. No further information available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 3,000 ohms. There were also stored episodes with noise. It was reported that the patient does not require pacing therapy in the atrium. The patient planned to be scheduled for a lead revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an outer coil fracture. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported clinical observations were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information receive indicated that a revision procedure was performed and the ra lead was explanted and successfully replaced. The lead was not tested through the pacing system analyzer (psa), but a conductor fracture was suspected as a result of subclavian crush. It was reported that there were some irregularities in the lead noted where the lead passed under the patient's clavicle. No additional adverse patient effects were reported.